Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had difficulties charging the ipg. Reportedly, the patient gained weight and the ipg was deep in the pocket. As a result, the patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy resumed post procedure.